Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm unexpected battery power loss due to blank display. Device also received with cracked case and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump died and not working. The customer's blood glucose value was unknown. Customer states insulin pump sudden vibrated and red light went on. Advised to discontinue use of the pump and revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.